Manufacturer narrative:
Qn#(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports the wire was placed into the patient but the triple lumen would not feed the wire, the guide wire caliber seems bigger than the catheter lumen and it got kinked. There was a short term delay. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not supply a batch number, however, potential lot numbers were determined from the sales history for this customer. A device history record review was performed on the guide wire and catheter for the most likely lot number and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the wire was placed into the patient but the triple lumen would not feed the wire, the guide wire caliber seems bigger than the catheter lumen and it got kinked. There was a short term delay. No patient injury or consequence.